Event description:
A report was received that the patient was having difficulty coupling the charger with the generator. The physician believed that the generator was buried too deep. The patient will undergo a revision wherein the ipg will be moved closer to the surface of the skin. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty coupling the charger with the generator. The physician believed that the generator was buried too deep. The patient will undergo a revision wherein the ipg will be moved closer to the surface of the skin. No device malfunction was suspected.